Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a scratch (hole) on the camera cable, and a scratch on the lens of the main unit. Based on the results of the investigation, the camera cable had a flaw (hole), and the airtightness of the product could not be maintained, leading to air leakage. A definitive root cause cannot be identified for the scratch (hole) on the camera cable, and the scratch on the lens of the main unit. A device history review was completed, and no issues were identified. The reported risk/harm is addressed in the instructions for use (IFU): air leak in the camera cable and a scratch (hole) on the camera cable. IFU applicable sections. The following statement is found in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage": ·this product is not intended for use with tweezers, disinfectors, or sterilizers. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk that the camera cable may be punctured and the electrical circuit inside the product may be destroyed due to water leakage. A scratch on the lens of the main unit. IFU applicable part the following description is found in "caution" in the instruction manual "care, storage, and disposal care of external part and cover glass care of external part and cover glass". Never use a hard cloth, etc., which may scratch the cover glass. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had an air leakage from the cable section (with tape). No patient harm reported.